Event description:
It was reported that during a da vinci cholecystectomy procedure, the surgeon was unable to open the jaws of the medium-large clip applier instrument after he had applied a clip to the patient's cystic duct. The surgical staff initiated an emergency stop of the da vinci system and attempted to release the jaws of the instrument by using the emergency grip release tool. The surgical staff indicated that the jaws of the instrument still did not open. According to the initial reporter, the surgeon ended up clipping the cystic duct around where the jaws of the medium-large clip applier instruments were stuck. The surgeon then cut the tissue around the jaws of the instrument in order to free the instrument. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) to obtain additional information regarding the reported event. The csr was not present during the procedure when the event occurred. According to the csr, the surgeon applied a clip to the patient's cystic duct with the medium-large clip applier instrument. After applying the clip, the surgeon realized that he could not open the jaws of the instrument. The surgical staff attempted 2-3 times using the emergency grip release tool to open the instrument's jaws but was unsuccessful. At that point, the csr entered the room and pressed the emergency stop button on the da vinci system. The surgical staff again attempted to use the emergency grip release tool; however, the jaws of the instrument still would not open. Next, the surgeon used another clip applier instrument with a different patient side manipulator (psm) and applied 2 additional clips to the cystic duct. The surgeon then used a curved scissors instrument to cut the tissue around the jaws of the stuck medium-large clip applier instrument. The csr indicated that a small bit of tissue was still stuck to the jaws of the instrument when the surgeon's assistant accidentally pulled out the instrument. The assistant was intending to remove a different instrument at that time. Therefore, the remaining tissue of the cystic duct that was stuck to the medium-large clip applier instrument was ultimately torn off. The surgical procedure was completed and no post-operative complications were reported.

Manufacturer narrative:
The instrument involved with this complaint was returned to isi and evaluated. Failure analysis investigations confirmed the customer reported complaint that the jaws of the instrument would not open. The instrument's main tube was found to be broken by the roll gear interface. When the main tube is broken from the roll gear interface, the separation of the shaft provokes non-intuitive motion of the grips and causes the push-pull rod to close the grips. If the main tube is brought back into place by the roll gear interface, the grips can open. The main tube was put back in position and the instrument was placed on an in-house system and tested. The instrument's grips were able to be opened while installed on the in-house system. Failure analysis concluded that the broken damage may have likely been due to mishandling/misuse. The likely mishandling/misuse was determined due to the nature of the primary failure and additional damage to the instrument not reported by the site. This damage included a scratch/cut on the main tube heat shrink at the distal end measuring approximately 0.430 and also the housing guide pins was broken. No material was found to be missing. It was also found that one of the housing guide pins was broken. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that the emergency stop button was pressed 7 times during the surgical procedure. No other related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the surgeon had to cut tissue around the jaws of the medium-large clip applier instrument that was stuck on the patient's cystic duct and was not intended to be originally cut. There is no indication, however, that a product malfunction occurred. The instrument was evaluated and the instrument damage was determined to have been likely caused by misuse/mishandling.